Event description:
On (B)(6) 2011, patient reported his down arrow button on the infusion device hasn't worked for the past 6 months or maybe a little longer than that. Patient stated the up arrow button will only work when he presses it in just the right position. Patient reported he noticed the issue when he would attempt to bolus. Patient stated the buttons do pop back out. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.